Manufacturer narrative:
The marathon micro catheter was returned for analysis and was decontaminated. The usable length of the marathon micro catheter was measured and not found within specifications. Approximately 25.0 cm of the micro catheter distal floppy segment was found to be missing. The missing segment was reported to have remained within the patient. The tubing material at the distal broken end exhibited jagged edges, necking, and stretching. No damages or issues were found with the marathon micro catheter hub. Inspection of the remainder of the marathon, apart from the observed separation, revealed no other damage or irregularities. No other anomalies were observed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device has not been returned for evaluation; therefore, the event cause could not be determined. Once the device has been returned, an analysis will be performed and a supplemental report will be submitted with the results of the device analysis.

Event description:
Medtronic received report that during a brain tumor embolization procedure, the microcatheter tip broke and separated during the delivery. The separated piece was left in the middle meningeal artery (mma). The user stated that the separated microcatheter piece would not affect the patient, therefore, the piece was left in the mma. New devices were selected, and the procedure was completed. The procedure was extended for over 30 minutes. The patient was asymptomatic post intervention. The catheter will be returned for analysis without the broken piece as it remains the patient. Regarding the patient anatomy, no information is available.